Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the jaws of the device would not open. There was no patient involvement with this device. The case was completed with an enseal device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.